Event description:
It was reported that the patient was presented the emergency room for inappropriate therapy. The right ventricular lead was noted with oversensing and noise from a lead fracture. The lead was reprogrammed and detection was turned off. The lead remains in use, but a lead replacement was planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.